Event description:
Customer reported that the insulin pump's battery compartment was cracked. Customer did not recall how the damage occurred. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Pump received with stripped battery cap coin slot (p), cracked display window corner, battery tube threads, reservoir tube lip, and minor scratched display window.(B)(4)